Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced m-02 error upon startup of the erbe generator. The fse replaced the erbe generator to resolve the issue. System was tested and verified as ready for use. Isi received the da vinci product to perform failure analysis. The unit was analyzed on the in-house system. The erbe generator triggered m-02 and m-03 errors at startup when being run in normal mode. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar energy was not working. An intuitive surgical inc. (Is) technical support engineer (tse) reviewed the system logs and found an m-02 error. Prior to the call, the customer swapped out the instrument and monopolar power cable, but issue persisted. There were question marks on the erbe generator for the monopolar energy. The customer also swapped ports and power cycled the erbe generator, but there was still no monopolar power. The tse had the customer hard power cycle the erbe generator, and try another power cable, and there was still no monopolar energy. The customer was going to finish the case without using monopolar power. There were no reports of patient injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.